Manufacturer narrative:
(B)(4). Investigation summary examination of the returned device revealed the device is unable to be separated from the mating instrument.. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the adaptor bolt stuck into sleeve trial. No surgical delay.